Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had been charging their implanted neurostimulator and the controller kept coming up with system problem rm03. Patient said after a while, the charging would stop and they would get the message again after resetting. Patient mentioned they had reset the controller, but that did not resolve the issue. Agent walked patient through removing the battery pack and re insert the battery and patient confirmed the controller powered on. Patient inspected the controller port and said it looked fine. Patient then inspected the recharger and said the paddle would get hot when charging the implant. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.